Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard, but telemetry was not yet performed. Per the hcp (health care professional) "it was unlikely to be the pump". Pt heard a single tone approx. 2 seconds long that occurred 12 minutes after every hour. Pt is partially deaf in one ear, but heard the alarm on (B)(4) 2011 and did not know when it started beeping. Currently pt had no problems, but had great pain during recovery following pump implant. About 12 - 14 mls of purple, yellowish fluid was sucked out from around pump. It was noted as infection. Pt was given wrong oral medication due to confusion with another pt and was without pain meds for 4 days. Post-implant pt was started on a low dose that resulted in withdrawal and no oral meds were prescribed. It was stated that the doctor was in the process of changing "drug ratio of dilaudid to fentanyl".